Event description:
A pt reported experiencing inaccurate results with a fasttake meter. The pt's blood glucose results were 40mg/dl, 60mg/dl, 104mg/dl, 136mg/dl. Tests were done within < 10 minutes with a difference of 47mg/dl. Pt did not experience any adverse events. No further info has been reported. In the reported issue notes it states that the, "customer was using the same finger".